Manufacturer narrative:
The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. The pipeline flex has not been returned for evaluation. The complaint of pipeline flex failure to open could not be confirmed, and the event cause could not be determined. (B)(4).

Event description:
Medtronic (covidien) received report that a pipeline flex did not fully open in the distal and mid-section. The patient was being treated for an unruptured, saccular aneurysm in the left cavernous internal carotid artery (ica). The vessel was of normal tortuosity. Continuous heparinized saline flush was used during the procedure. The pipeline flex was delivered per normal protocol using a shuttle sheath, guide catheter, and microcatheter. The pipeline flex tracked smoothly, but did not open completely in the middle and distal section when deployed. Multiple techniques including resheathing/re-deploying two times, wagging the device, balloon angioplasty, and a wire were unsuccessful in opening the device. The pipeline flex was resheathed and removed from the patient. A different pipeline flex was placed without issue. There was no report of patient injury.

Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation without the catheter. As received, the pipeline was not attached to the pushwire. The devices were measured and found to be within specifications. No damage was found with the pushwire. The ends of the pipeline were found fully opened with damaged braid. The middle section of the pipeline was found fully opened with no damage to the braid. No other anomalies were observed. Based on the evaluation, the customer's complaint could not be confirmed as the returned pipeline was not attached to its pushwire, as the distal and proximal ends of the pipeline could not be determined. It is possible that the tortuous anatomy and the damage to the braid may have contributed to the reported issues. However, the cause for damage could not be determined. (B)(4).